Manufacturer narrative:
Correction to the initial MDR in block(s) evaluation method codes and evaluation conclusion codes (h10), in section h - device manufacturers only. The rf wire has returned for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and a kink was noticed along body of wire. Additionally, it was revealed that the distal pigtail non-planar and slight insulation damage, but no exposed wire. Under vhx imaging, the distal curve was non-planar and bent, kinks observed on the wire, as well as slight insulation damage on the distal end (but no exposed wire). Next, the returned device adhered to its design specifications for the proximal and body outer diameter. Air gap in insulation on proximal end, indicating adhesion issue to wire. Finally, no difficulty inserting into a testing dilator. The reported allegation related to kinked wire is confirmed, however the a005 error code is not confirmed as only the wire has been returned for analysis.

Event description:
Reportable based on analysis completed on 31oct2025. It was reported that during a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. It was noted that the rf wire was kinked. The physician decided to continue the procedure. Then the generator gave warning of high impedance (a005) and thus the transseptal puncture failed twice. Thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. However, analysis of the device revealed that the rf wire insulation was damaged.

Manufacturer narrative:
The rf wire has returned for analysis. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and a kink was noticed along body of wire. Additionally, it was revealed that the distal pigtail non-planar and slight insulation damage, but no exposed wire. Under vhx imaging, the distal curve was non-planar and bent, kinks observed on the wire, as well as slight insulation damage on the distal end (but no exposed wire). Next, the returned device adhered to its design specifications for the proximal and body outer diameter. Air gap in insulation on proximal end, indicating adhesion issue to wire. Finally, no difficulty inserting into a testing dilator. The reported allegation related to kinked wire is confirmed, however the a005 error code is not confirmed as only the wire has been returned for analysis.

Event description:
Reportable based on analysis completed on 31oct2025. It was reported that during a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. It was noted that the rf wire was kinked. The physician decided to continue the procedure. Then the generator gave warning of high impedance (a005) and thus the transseptal puncture failed twice. Thus, the wire was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. However, analysis of the device revealed that the rf wire insulation was damaged.